Event description:
Adverse event(s): none reported (no pt involved). Product problem(s): footswitch not working, sys switched out (difficult or delayed activation). A biomedical engineer reported the sys and footswitch were not communicating with each other during setup. There was no pt involvement and there were no pt's prepped for surgery. The sys was switched to complete the remaining cases for the day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).